Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 50 mg/dl, at the time of incidence. Customer reported that they had calibration issue. Customer treated with glucose tablets. It was unknown that the customer was using auto mode at the time of incidence. Customer was offered with troubleshooting but customer was working. The insulin pump will not be returned for analysis.